Event description:
It was reported that after the cassette was plugged into the insufflator, the unit began to beep a warning of "check connection". The cassette was taken out and reinserted, it then worked properly. Further, at the end of the procedure, it was noticed that the pt had crepitus under the skin from the chest to the knees. The account believes it was caused by the gas insufflator. The pt recovered and was discharged home, the crepitus was gone by the next morning. The account stated that air leaked from the tubing during the procedure. Product was not exposed to adverse environmental conditions.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.